Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading between 40 and 60 mg/dl and the insulin pump went into threshold suspend but her blood glucose value was in the low 90 mg/dl range. Customer had to remove the sensor. Customer stated that the sensor was also reading 297 mg/dl. Customer also mentioned that her insulin pump was replaced because of a keypad issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-89055.